Event description:
An amplitude change was noticed, but the programming change occurred last summer. It was noted the wrong session date may have been pulled up. It was reported from the first visit to the next there was 0.5v change. The patient felt fine and there was no change in stimulation. Additional information: the amplitude change was confirmed by the session file, but without explanation at this time. Event resolved.

Manufacturer narrative:
(B)(4).